Event description:
It was reported that during the procedure tip of the lag screw drill broke while in the patient. Foreign body retained.

Manufacturer narrative:
(B)(4). G2: report source canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11. The product involved in the reported event was returned for investigation. The reamer returned shows signs of use and wear and tear. The connecting feature on the proximal end of the reamer has some wear and tear, the distal end of the shaft has some galling, and the flutes of the device are damaged and gouged. The distal end of the reamer is also fractured and was not returned. Unable to measure the overall length of the reamer as it is fractured. Reference attached print and photographs. The device has a possible field age of 1+ years. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. The reported event was confirmed through the visual examination. However, based on the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.